Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope did not connect to the rack and displayed an e216 scope communication error. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.